Event description:
Incident date has been changed to (B)(6) 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 21 mg/dl at the time of the incident. The customer was at 56 mg/dl at the time of hospitalization, and 114 mg/dl at the time of the call. The customer used food and glucose tablets to treat, and was given intravenous fluids, food, and juice at the hospital. The customer experienced symptoms such as being out of it. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer was not disconnected during the prime/rewind sequence. The customer is a brittle diabetic. The customer also had a low of 24 m/dl the previous day and a neighbor treated them with glucose gel and liquid glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Correction made to incident date in section.